Event description:
It was reported to philips that the system's geometry movements were not functioning during a procedure. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system's geometry was not functioning. Review of the log file showed that malfunctioning geo-pc. During troubleshooting, fse reset the connection and reloaded the software. Fse recommended to replace pc if it happens again. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.